Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced debilitating glare due to this patient wants his lens replaced, so asked about his edge geometry. The patient was offered an iol by the doctor, along with yag laser edge pitting and iol exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).